Event description:
It was reported that the patient presented in clinic complaining of lightheadedness; due to low blood pressure. The right ventricular lead exhibited noise. There were no other electrical anomalies. No medical intervention was reported.